Event description:
During an in-clinic follow-up, an episode of far-field oversensing which resulted in inappropriate shock was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.